Event description:
It was reported that on (B)(6) 2023, a patient was admitted to the emergency intensive care unit for treatment after cerebral aneurysm rupture. During a pre-test, the tracheal tube was observed to have balloon inflation and leakage problems, requiring a new device. The facility equipment department suspected that airbag had a problem with the return valve, resulting in air leakage. Treatment was delayed, no injury to the patient was reported.

Manufacturer narrative:
No product sample or photograph was received; therefore, visual and functional testing could not be performed. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.